Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump kink resistant tubing (krt) were worn to the filament. The pump passed the leakage and functional test. Based on the information available and analysis results, the reported allegations of pump inflation issue and pump deflation issue are unable to be confirmed; therefore, a conclusion code of cause no established was assigned to this investigation. Concomitant product UDI for reservoir is (B)(4). Correction to field a2: date of birth.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not inflating and deflating. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not inflating and deflating. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.